Manufacturer narrative:
Complete initial reporter name - (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported when the customer opened the balloon kit, the catheter shaft was kinked. Tech pulled out to verify. Balloon was not attempted to be inserted. The balloon was replaced to start intra-aortic balloon (iab) therapy. There was no reported injury to the patient.

Event description:
It was reported when the customer opened the balloon kit, the catheter shaft was kinked. Tech pulled out to verify. Balloon was not attempted to be inserted. The balloon was replaced to start intra-aortic balloon (iab) therapy. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior. The extender tubing was also returned. Three catheter tubing kinks were noted approximately 64.0cm, 65.3cm & 75.9cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extender tubing and extracorporeal tubing was performed and no leaks were detected. The performed evaluation confirmed the reported kink. However, we are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).